Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was confirmed through x-ray that the lead had migrated. The patient underwent a revision wherein the lead was repositioned and that the patient was doing well postoperatively. The lead was remain implanted.